Event description:
It was reported that the patient experienced an access site hematoma with pain. After a pulse field ablation (pfa) procedure using a faradrive sheath, the patient was admitted to the hospital for a large hematoma at the access site with pain. A doppler ultrasound was performed but the results were unremarkable. Patient monitoring is ongoing. The current condition of the patient is unknown. It is unknown if the device will be returned for analysis.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.